Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented for routine follow up, noise was observed. The noise was reproducible. Oversensing occurred in short bursts and the device diagnosed as vf but a return to sinus prevented therapy. The lead was explanted and repalced.